Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump had a crack front left corner of top case. Unable to duplicate the intermittent of the error. Error history log review found a primary audible alarm background test error. The root cause of the reported issue was unable to determined, no physical or any damaged was found on interconnect board and speaker. Actions were taken to mitigate the reported issue: replaced interconnect board and speaker for preventive. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump had system failure alarm. No patient injury was reported.